Event description:
It was reported that the customer had to jiggle the connection of the wand and programmer in order to maintain telemetry. The representative was not able to reproduce that situation. The programmer and wand were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: no anomalies found. (B)(4).